Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing elevated blood glucose (bg) levels and ketones. The alleged cause was due to the pump not delivering insulin in a timely manner multiple times. Reportedly, the customer addressed the issue with manual insulin injections. At the hospital, customer was treated with intravenous saline and insulin. At the time of report, the customer was still hospitalized. The pump is being replaced to address the issue.